Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Phone number (B)(6).

Event description:
During bench repair regarding another issue with this device the bench technician observed a speaker malfunction inop error message with the speaker being completely out of sound. It was confirmed that the device was not in clinical use at the time the issue was discovered. No death or patient /user injury or harm was reported.